Event description:
It was reported that via remote transmission, a discrepancy in the duration of ams episodes were observed on the different recorded diagnostics. It was also noted that the device was programmed to clear diagnostics and egms upon transmission. Patient will be monitored for future discrepancies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.